Manufacturer narrative:
Additional information was received indicating there was no patient involvement in this event as the observation occurred during testing. One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log noted an error code message was recorded. Functional tests included use testing. The pump was powered on and an error code message was exhibited. It was found that the memory protection unit board was faulty. This was replaced along with the pump's motor, hub gear, and overlay. The pump was recalibrated and the software was reinstalled. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's memory protection unit board.

Event description:
Information was received that a smiths medical cadd prizm vip pump had an error code of ec 10032. No patient injury resulted.